Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pocket fill had occurred with 20cc of drug during a refill session on (B)(6) 2011. The pt experienced an overdose. The pt was admitted to the intensive care unit at the hospital and remained there for a couple of weeks. The pump was turned off while the pt was in the hospital. (B)(4) and (B)(4) studies were performed on (B)(6) 2011, to confirm that the pump was functioning properly. As of the date of this report, the pt was doing well. The drugs in the pump at the time of the event were morphine, clonidine, and baclofen. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.